Event description:
It was reported that during a da vinci-assisted pancreaticoduodenectomy procedure, the e100 generator displayed an error prompt on the synchroseal instrument and then shut off. The reporter received phone assistance from the technical support engineer (tse). Upon verification, the reporter stated that the issue happened twice during the procedure. The user was instructed to power the e100 generator again, inspect the synchroseal instrument for any jaw damage and replace the instrument as necessary. The user continued with the procedure using the backup instrument with no further issue reported. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the site and obtained the following additional information regarding the reported event: it was confirmed through follow up conducted by the csr that the user observed "inspect jaws for possible damage. Hemostasis may be compromised. Prompt from the generator. The surgeon mistakenly grasped a hard object (organ tracter) at the beginning of the procedure and this they believe contributed to a damaged instrument tip. The csr confirmed through the surgeon that the instrument did not arc during intraoperative use and there was no fragment that fell inside the patient.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the synchroseal instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed and replicated the reported complaint. Failure analysis found the primary finding of cut electrode thermal damage to be related to the customer reported complaint. Visual inspection was conducted and found thermal damage on the cut electrode. The electrical continuity test passed and the jaw ceramic dots were present. The root cause of this failure is attributed to a component failure. Additional finding not reported by the site was that the jaw cover was found to have tiny tears located at the distal end. No material missing. The root cause of this failure is likely attributed to mishandling/misuse. A review of the submitted image was performed by an intuitive surgical, inc. (Isi) failure analysis engineer (fae). The following additional information was provided: the image of the synchroseal instrument identifies thermal damage caused by expected arcing.